Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. There was no reported impact to the customer's blood glucose (bg) level. The customer loaded a new cartridge and successfully resumed insulin delivery.